Manufacturer narrative:
(B)(4). Date of follow-up report : 02/09/2016. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device was not sealing properly. Bleeding was observed but was ¿not considerable¿. A new device of the same type was used to complete the procedure. There was no injury to the patient. (B)(4).